Manufacturer narrative:
Dd. Information: to date it was said that the patient is well with no further "flare-ups" of infection. Instruction for use (IFU): surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include driveline infection, local infection and sepsis. The IFU has instructions on infection control guidelines. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Change twice daily for drainage, trauma or infection. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, patient factors such as trauma to the driveline, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient presented to vad clinic on (B)(6) 2016 after reporting increased pain and drainage at the driveline site on (B)(6) 2016 after trauma to driveline. The patient wound was cultured and patient was admitted to hospital and started on intravenous vancomycin on (B)(6) 2016, on (B)(6) 2016 the patient was switched to ancef IV, (B)(6) 2016 switched to keflex 500 mg orally every 8 hours. Culture was positive for staphylococcus aureus. On (B)(6) 2016 temperature 36.6. On (B)(6) 2016 wbc 6.5 k/mcl (nl 4.2-11). On (B)(6) 2016 CT chest, abdomen and pelvis mild inflammatory changes of the soft tissues of the anterior abdominal wall overlying the driveline wire at the level of the left iliac crest, may relate to cellulitis. No discrete fluid collection to suggest abscess. On (B)(6) 2016 infectious disease service reports minimal lvad driveline exit site (B)(6) infection, no pus or cellulitis, oral keflex to finish on (B)(6) 2016. Wbc 5.0 k/mcl, temperature 36.6 c. The patient was discharged on (B)(6) 2016.